Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the suction channel of the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope preprocessor model oer-5 (not available in the USA), using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found following. The angulation had too much play. The angulation was insufficient. The suction connector had been corroded. The adhesive of the bending rubber had been chipped. There were scratches on the endoscope connector, the control section, the universal cord, the endoscope connector cover, the insertion section and the distal end cover. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.